Event description:
This was my second time using the product. The date of my event happened (B)(6) 2022. My contacts soaked in the clear car plus solution and case for about 16 hours. I followed the instructions that were on the packaging and the solution bottle. After I sterilized my hands, I went to put my left contact into my left eye, the contact seated around my cornea, and I experienced an extreme burning sensation. My eye began to spasm from the burn and I had to hold my eye open and scratch at my eye to get the contact out. This lasted for about 45 seconds and I experienced temporary vision loss in my left eye during this incident and immediately after. I flushed my eye with water, however 10 hours later my eye is still slightly burning and very sore. I will be seeking medical attention because of my symptoms.